Event description:
Premixed saline flush: lot# 73-020-9d exp 1/1/2011 was taken out of pyxis machine - product is individually wrapped - by rn to flush peripheral IV line. Was in a dimly lit room, had pushed up the plunger to remove any air, but had not directly looked at syringe, then went to flush IV line. When trying to flush line, stopped pushing flush when felt some resistance then looked at the syringe and the syringe was filled with air and not saline as labeled. Rn may have pushed in 1 to 1.5 cc of air. No harm to pt. Dose or amount: 10ml. Frequency: prn: route: IV. Dates of use: 2009. Diagnosis or reason for use: flush IV line. Event abated after use stopped or dose reduced? Yes.